Event description:
It was reported that, patient was experiencing pain in right tka done in 2008 - surgeon decided to do an I/d and poly swap - no other info will be provided due to patient confidentiality - insert taken out, was kept at the hospital.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.